Event description:
It was reported that there was an alert for high right ventricular (rv) lead impedance. It was also reported that the rv lead had increasing impedance. Additional information has been request, but is not available. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.